Event description:
A malfunction was reported on a pump. There was no adverse impact on the customer's blood glucose level. The technical support team provided information to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arose.